Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, post paced t wave oversensing was noted on the stored electrograms. The device was oversensing on the ventricular channel. Programming changes were discussed. Further information was requested but not yet available.